Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) exhibited a vibratory alert due to going into backup mode. The ICD was successfully restored. The patient condition was stable before, during, and after reprogramming.